Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer noticed that the pump lost time when the customer adjust the pump time for daylight savings. There was no impact to the customer's blood glucose level. Tandem technical support was unable to troubleshoot as the customer was unable to upload the pump data. Recommendation was made to continue to monitor pump performance.